Manufacturer narrative:
The returned device was evaluated and the investigation found a hole in the exposed portion of the soft cannula. Fluid path testing showed that insulin was unable to pass out the distal tip of the soft cannula, with some fluid diverting through the hole. No defects were observed that would contribute to the reported bleeding/bruising. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient¿s blood glucose (bg) exceeded 500 mg/dl while wearing the pod between 24 and 36 hours. As treatment, a manual injection of insulin was delivered and a new pod was applied. Despite infusion site (arm) being reported as "bloody with a scab," nothing abnormal reported with fill process, adhesive was secure, and cannula was noted as "normal." However, device was received and investigation results found a damaged cannula.